Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage is related to the v.a.c.ulta¿ therapy system. The physician stated that blood leaked from the wound dressing site and there was no blood inside the canister. The patient could adjust the bed up and down freely using bed remote control which could have caused the tube of the wound dressing to be held and pulled. Therefore, there is a possibility that the wound had added physical force and began bleeding, but the exact cause is unknown. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.based on the information provided, it cannot be determined that the alleged hemorrhage is related to the v.a.c.ulta¿ therapy system. The physician stated that blood leaked from the wound dressing site and there was no blood inside the canister. The patient could adjust the bed up and down freely using bed remote control which could have caused the tube of the wound dressing to be held and pulled. Therefore, there is a possibility that the wound had added physical force and began bleeding, but the exact cause is unknown. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. The physician stated the patient could have caused the tube of the wound dressing to be held and pulled due to the adjustable bed. There is a possibility that the wound had added physical force and began bleeding. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On 19-feb-2020, the following information was reported to kci by the physician: the patient had a right hip replacement surgery (date unknown) and the wound dehisced and became infected. On (B)(6) 2020, v.a.c. Veraflo¿ therapy was initiated. On (B)(6) 2020 during dialysis treatment, the nurse allegedly found blood around the patient's wound area. Blood was not observed in the v.a.c.® canister but about 200ml of blood was observed under and leaking outside of the v.a.c.® drape. The v.a.c. Veraflo¿ therapy was removed and a hemostatic material (sorbsan® [non-kci product]) and pressure gauze were applied to the wound. Two units (280ml) of red blood cells was transfused to the patient. On (B)(6) 2020, the patient's condition was stable and no bleeding seen at the wound site. V.a.c. Veraflo¿ therapy was resumed. The exact cause of the bleeding is unknown. On (B)(6) 2020, the device was tested per quality control procedure by kci, and the unit passed quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci and passed quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c. Veraflo¿ dressing lot number was not provided; therefore, a device history record review could not be performed.